Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the sureform stapler 45 instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) confirmed the customer reported complaint of unclamping issues. Failure analysis confirmed shifting failures based on log review. System log review confirmed error code 22030 indicating that a stapler 45 failed in its operation on universal surgical manipulator (usm1) and two shifting failures indicating shift states of "stapler_state_roll2fire_fire" and "stapler_state_roll2clamp_clamp" respectively. As part of fa, instrument was further investigated and additional unrelated observations were identified: the instrument was found to have a cracked chassis. The location of the crack is near one of the snaps. The crack measures roughly 0.096" x 0.25 in size. The instrument housing was found to have broken snaps. The instrument was found to have contamination on one or more clamping pulleys in the backend. These failures are most commonly caused by improper reprocessing, such as prolonged exposure of the instrument to harsh cleaning agents. Signs of corrosion were also found on the instrument bearings. The bearings exhibit orange discoloration. Improper cleaning during reprocessing most commonly causes this failure. The root cause all of the following failures is attributed to the mishandling and misuse. A review of the instrument log for the stapler 45 instrument lot# t10201029/ sequence 0012 associated with this event has been performed. Per logs, the instrument was last used on the reported event date of (B)(6) 2022 on system (B)(4). No image/video investigation required as no image or video clip for the reported event was submitted for review. This complaint is considered as a reportable event due to the following conclusion: it was alleged that the endowrist stapler failed to unclamp and failure analysis (fa) confirmed a shifting failure occurred while the instrument was in a clamped state but not during initialization. Medical intervention may be required in the event that the stapler fails to unclamp from tissue when commanded by the user or system. At this time, it is unknown what caused the unclamping event to occur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the stapler 45 instrument did not unclamp. The customer had to use the emergency stop key to unclamp it. Slot number 2 had difficulty interacting with the emergency wrench. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer does not have any further information about the reported issue.